Manufacturer narrative:
The pump was received with intermittent esc and ac button response due to corroded keypad traces. No button error alarms noted during testing. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the button error alarm was not cleared by pressing act or esc button. The insulin pump will be returned for analysis.